Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
Insert did not seat into the stem no matter how hard the physician tried. Another insert had to be opened and used. About 5 minute delay of case.

Manufacturer narrative:
The reported event could not be confirmed since the returned device is conforming to specifications and fully functional. The device inspection revealed the following: a visual inspection of the returned poly insert shows no signs of wear and is in like new condition. The only exception is light deformation to the poly tabs on the underside of the reversed insert, which appears to have been caused by attempted insertion of the collar from the mating component. A functional test of the device using an r&d testing fixture confirms that it locks into place and operates as intended. A dimensional inspection was not deemed necessary as the device functioned as in-tended when tested and shows no signs of notable damage. Additionally, during manufacturing, dimensional testing was performed, and the device was manufactured to specifications. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If more information is provided, the case will be reassessed.

Event description:
Insert did not seat into the stem no matter how hard the physician tried. Another insert had to be opened and used. About 5 minute delay of case.